Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Upon initial inspection, the olympus service center confirmed the reported event, the nozzle/channel was clogged and slow. In addition, the angle wires were stretched, stain problem with image, and the plastic cover was damaged. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the evis exera iii gastrointestinal videoscope malfunctioned. During a procedure on (B)(6) 2021, the device had foreign material exiting from the air/water nozzle. No patient harm or injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely foreign material remained adhered due to reprocessing deviation from the olympus recommended process. This issue is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU also says to use a channel cleaning adapter to prevent nozzle from clogging: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure."

Manufacturer narrative:
This supplement is being submitted to provide additional information received from the customer. The device was inspected prior to the procedure and no issues were identified. The procedure performed was an esophagogastroduodenoscopy. The device failure happened in the middle of the procedure during biopsy collection. There was no procedural delay. The subject device was used to complete the procedure successfully. A supplement report will be submitted upon investigation completion.